Manufacturer narrative:
(B)(4). Additional information the device was returned in good physical condition. Upon visual inspection the tissue pad was at normal wear. The device was tested on generator and was functional. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues or switch button non functional. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that during an unknown procedure, the device sometimes kept being activated without pressing the hand switch. Also, the device sometimes was not activated even though the hand switch was pressed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.